Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
During an atrial fibrillation procedure in which the sureflex steerable guiding sheath kit was used, it was suspected that a pericardial effusion occurred. The steerable sheath was used for the transseptal portion of an atrial fibrillation procedure. Transseptal access was successfully achieved and the physician moved on to the mapping portion of the procedure. After mapping for approximately 10 minutes, the patient's blood pressure started dropping and there was thought to be a possible pericardial effusion. A few weeks after the procedure, the patient was reported to be doing well and had been discharged from the hospital. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.